Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the customer had a high blood glucose level of 456 mg/dl. They treated with the insulin pump. They declined troubleshooting. They stated the high blood glucose was caused by a leak in the tubing. The device will not be returned for analysis.